Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a 52-year-old female patient who had essure (batch no. B21575) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6) 2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noticed regarding essure insertion dates ((B)(6) 2014 and (B)(6) 2014). Around mid-(B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on (B)(6) 2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6) 2016: both essures were in my uterine wall. Lot number: b21575 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a 52-year-old female patient who had essure (batch no. B21575) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6) 2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. The reporter commented: discrepancy noticed regarding essure insertion dates ((B)(6) 2014 and (B)(6) 2014). Around (B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on (B)(6) 2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6) 2016: both essures were in my uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter's information was updated and a new reporter (lawyer) was added. Essure lot number (b21575) was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6) 2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. The reporter commented: around mid-(B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on (B)(6) 2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6) 2016: both essures were in my uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: case correction upon internal review: incorrect source document has been attached to this case. Insertion date, lot# and reporter were amended back to the correct information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a 52-year-old female patient who had essure (batch no. B21575) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6)2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noticed regarding essure insertion dates ((B)(6) 2014 and (B)(6) 2014). Around (B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on (B)(6) 2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6) 2016: both essures were in my uterine wall. Lot number: b21575 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6) 2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: around (B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on 6-jan-2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6) 2016: both essures were in my uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes:on 29-mar-2021: quality safety evaluation of ptc. On 30-mar-2021: ha number received - it2045369. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a 52-year-old female patient who had essure (batch no. B21575) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6) 2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: around mid-(B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on (B)(6) 2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6) 2016: both essures were in my uterine wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: essure insertion date was updated from (B)(6) 2014 to (B)(6) 2014 and lot number b21575 was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain, recurring after the first removal surgery') and embedded device ('after removal procedure, both essures were in her uterine wall') in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer (surgery on uterine cervix for cervical cancer (high-grade pap test results). The course of the surgery was otherwise successful) in (B)(6) 2014, gravida ii and parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced presyncope ("almost fainted from the pain during placement of the first coil, and the same with the other one"), cystitis ("bladder infection") with abdominal pain, pyrexia, nausea and haematuria and complication of device insertion ("almost fainted from the pain during placement of the first coil, and the same with the other one"). On (B)(6) 2015, the patient experienced complication of device removal ("device removal failed"). In (B)(6)2015, the patient experienced neck pain ("neck pain") and pain in jaw ("jawpain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness") and sleep disorder ("she didn't get enough sleep"). The patient was treated with analgesics, antibiotics and surgery (second surgery for essure removal on (B)(6) 2016 and bilateral salpingectomy with essure removal on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, embedded device, headache, fatigue, dizziness, presyncope, neck pain, pain in jaw, cystitis, sleep disorder and complication of device insertion outcome was unknown and the complication of device removal had resolved. The reporter considered back pain, complication of device insertion, complication of device removal, cystitis, dizziness, embedded device, fatigue, headache, neck pain, pain in jaw, presyncope and sleep disorder to be related to essure. The reporter commented: around (B)(6) 2015, post essure removal procedure, she started having symptoms again, this time in her neck, lower back and jaw. The pain was only getting more excruciating in her lower back, neck, jaw. She started to go to the physiotherapy on (B)(6) 2016 but the symptoms did not go away, she kept telling about fatigue, dizziness, headaches, neck pain; lower back had gradually began hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2014: 2-3 days after essure placement blood test did reveal an infection. Scan - on (B)(6)2016: both essures were in my uterine wall. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.